Manufacturer narrative:
Additional information: the complaint is not confirmed. One unpackaged ar-7229-12 serial/batch number 27512 was received for evaluation. It also received one sealed box that contained 12 devices and one open box with 10 sealed ar-7229-12 serial/batch number 27512. Visual evaluation of the needle under the magnifier found that the point of the needle was sharp; no issues were observed on the body of the needle. Inspection of the suture found no issues. No problem found. The most likely cause for the reported failure is a use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a flexor tendon suture surgery, it was found that the needle was dull. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 18-oct-2023: the following devices were received: 1 unopened package, 1 opened package with 9 original packed needles, 2 unpacked needles.